Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had "passed out and smashed face." There was t-wave oversensing on the right ventricular (rv) lead. The sensitivity was decreased and the t-wave oversensing was resolved. No further patient complications have been reported as a result of this event.